Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a mildly calcified lesion, located in the proximal left anterior descending artery, exhibiting 95% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the two onyx stents were implanted in the patient. It was informed that five days post procedure vessel occlusion due to stent thrombus occurred. Patient status post-procedure is alive with no injury.